Manufacturer narrative:
Date sent: 04/03/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the tissue pad was detached. Another device was used to complete the case. There were no adverse consequences to the pt.